Event description:
A physician reported that the vitrectomy probe had very low flow rate and low cutting efficiency during vitrectomy surgery. Even the cutting speed was reduced to a lower level, the problem was still not be resolved, the probe had hoarse sound. The aspiration function was normal. The surgery was completed on the same day after replacing the product with another one. There was no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).